Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it's been increasing the clotting as well as having to recirculate to purge air. Recently we have been having issues with the streamlines seems to be specifically lot a2500182 exp. 2028-04-07. During priming there seems so be no issues but once the patient is connected there are little tiny bubbles that pull through the arterial and fill the lines. They even seem to get past the air detector. I will send a photo. We have been having to disconnect and recirculate or change the set ups. I noticed these lines have different looking connectors as well that meet with the needle lure lock.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was returned for evaluation. The returned sample underwent visual inspection, and no defects were observed. The sample also underwent luer testing on both patient connectors, and the arterial patient connector did not meet the specified requirements. Furthermore, the sample was subjected to a leak test; leakage was identified at the arterial patient connector. Additionally, the sample was evaluated for occlusion using the testing procedure, and no occlusions or blockages were identified. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.